Manufacturer narrative:
The device was not returned for analysis. Attempts have been made to obtain additional information, however, our attempts have been unsuccessful. Death is a known inherent risk of mechanical thrombectomy procedure and is documented in the solitaire instruction for use (IFU). Based on the reported information, there was no reasonably suggestion that a malfunction or quality deficiency of the solitaire device occurred during the treatment procedure. Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure and patient condition related event. However, the exact cause could not be determined. Linked with MDR: 2029214-2018-00437. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report through literature review of "solitaire flow restoration thrombectomy for acute ischemic stroke: retrospective multicenter analysis of early postmarket experience after FDA approval." Mokin m1, dumont tm, veznedaroglu e, binning mj, liebman km, fessler rd 2nd, to cy, turner rd 4th, turk as, chaudry mi, arthur as, fox bd, hanel ra, tawk rg, kan p, gaughen jr jr, lanzino g, lopes dk, chen m, moftakhar r, billingsley jt, ringer aj, snyder kv, hopkins ln, siddiqui ah, levy ei. Neurosurgery. 2013 jul;73(1):19-25; discussion 25-6. Doi: 10.1227/01.neu.0000429859.96652.57. During the hospitalization 26 patients expired (unspecified reason). Linked with: (B)(6) - adverse events (B)(6) - death.